Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on 11/03/2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat severe urinary incontinence. The patient underwent the concurrent procedure of excision of previous sling mesh due to severe urinary incontinence during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection and urinary problems. It was reported that the patient underwent excision of previous sling mesh on (B)(6) 2011 due to vaginal mesh erosion. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-27440. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and frequency, urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a transvaginal urethrolysis, excision of previous sling mesh, and cytoscopy performed during mesh implantation. No additional information was provided.